Event description:
It was reported that the patient was explanted due to (B)(6) infection at midline incision. Symptoms of infection were fever and oozing. Oral antibiotics were given. Infection was not device related. Patient is doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisian surgical lead with platnalock technology 70 explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted if there is any further relevant information from that review, a supplemental med watch will be filed.